Manufacturer narrative:
The autopulse platform in complaint was returned to zoll japan for investigation. Investigation results as follows: a visual inspection was performed and a broken back cover was observed, which was replaced. A review of the archive data showed user advisory 16 (timeout moving to take-up position) which confirms the reported event. In summary, the autopulse platform s/n (B)(4) was investigated in which the reported complaint of the device displaying user advisory 16 error messages was confirmed via a review of the archive data log. It was also observed a broken back cover. The physical damage found during visual inspection is unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing. The autopulse platform was returned and tested at zoll (B)(4). The investigation is still in process. If and when additional information is provided a supplemental MDR will be submitted to the FDA.

Event description:
Customer reported that during a device check the autopulse platform s/n (B)(4) displayed a user advisory (ua) 16 (timeout moving to take-up position). The lifeband was exchanged, however this did not clear the ua 15. No patient was involved. No further information provided.